Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient¿s battery on the implant didn¿t last as long as they were expecting; it only lasted maybe three years. The patient wasn¿t sure if it was normal battery depletion or not; they just figured it would have lasted longer. No further complications were reported or anticipated.